Manufacturer narrative:
Device passed the displacement test. Device received with intermittently unresponsive keypad at all buttons due to moisture damage on the electronic assembly. Pump error 63 alarmed during self test and confirmed in device history with variable due to broken trace at keypad assembly. Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump that does not respond very well to the button presses at one point, it was so unresponsive that they had removed the battery and shut the pump down, before replacing battery back in, to get a response. Customer stated that there was no response from any button and also stated that the minutes changed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.